Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. In (B)(6) 2023 the patient requested the system to be explanted due to the need for an MRI for an unrelated medical condition. Patient reported receiving good pain relief from the nalu system prior to explant and there are no allegations of the system or any component failure or malfunction. The nalu system was explanted on (B)(6) 2023 with no reported complications.

Manufacturer narrative:
Surgical intervention is directly related to the patient medical condition that is unrelated to the nalu system or the areas it was treating. There are no allegations of system or component failure or malfunction and the patient reported receiving good pain relief prior to system explant.